Event description:
It was reported that the patient' right ventricular (rv) lead exhibited high capture threshold and slack issue was noted on the patient's right atrial (ra) lead. The physician elected to reposition the leads. During the procedure it was noted the right atrial (ra) lead could not be reconnected to the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced with a new one, rv lead was repositioned and slack was added to ra lead. The patient was stable throughout the procedure.